Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation nabil farag et al. Incidence, predictors and prognostic value of renal impairment in patients undergoing transcatheter aortic valve implantation. Qjm: an international journal of medicine, november 2025, vol 118, issue supp 1, doi: 10.1093/qjmed/hcaf224.032. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding renal impairment in patients undergoing transcatheter aortic valve implantation (tavi). The study population included 144 patients from a single center who underwent tavi. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included evolut r bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: renal impairment, stroke, chest infection, cardiac perforation, aortic regurgitation, complete heart block requiring permanent pacemaker, and re-hospitalization. No further information was provided pertaining to medtronic products.